Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pullout force not meeting specifications with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had difficulties with the stopper. This was discovered before use. The following information was provided by the initial reporter: material no. 367983, batch no. 9074745, 9074746, 9081733. It was reported that the 2nd stopper pullout force for some tubes did not meet our specifications. (B)(6) 2019, (B)(6) 2019, 367983, 9074745, minimum force below specification. (B)(6) 2019, (B)(6) 2019, 367983, 9074746, mean force & minimum force below specification. (B)(6) 2019, (B)(6) 2019, 367983, 9081733, mean force & minimum force below specification.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9074745. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-03-15. Medical device lot #: 9074746. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-15. Medical device lot #: 9081733. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had difficulties with the stopper. This was discovered before use. The following information was provided by the initial reporter: material no. 367983, batch no. 9074745, 9074746, 9081733. It was reported that the 2nd stopper pullout force for some tubes did not meet our specifications. 30 apr 2019, 15 july 2019, 367983, 9074745, minimum force below specification. 30 apr 2019, 15 july 2019, 367983, 9074746, mean force & minimum force below specification . 30 apr 2019, 15 july 2019, 367983, 9081733, mean force & minimum force below specification.